Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that the patient had recharging issues. Al used and power on reset (por) displayed on charger. The rep was able to charge to 1/4 and clear por. The impedances were out of range #10, 15 electrodes. The patient stated that programming is satisfactory for needs. The rep reviewed programmer and recharger; provided quick guides with web addresses for videos. Compliance may have led or contributed to the issue. The issue was resolved at the time of this report. No surgical intervention occurred or was planned. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that the cause of the recharging issues were compliance related. No further complications reported.